Manufacturer narrative:
Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Unit was returned for power error, alarm 25. The power management graph shows and the detailed trace analysis confirmed alarm 25 was triggered when backup battery unloaded voltage, unloaded v-lith was less than 3.7v for consecutive 240 minutes. Detail trace confirmed that the root cause is the non-sleep anomaly software error. Format history file analysis confirmed pump error 63 due to poor solder joints at component ambient light sensor on keypad assembly. Unit had minor scratched display window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed pump error 25 and pump error 63. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.